Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant / device breakage') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6)2011 patient undergo essure confirmation test :tubes were blocked and everything was good. Previously administered products included for an unreported indication: depo-provera from february 2010 to october 2010. Concurrent conditions included overweight, distention, vomiting, fever, diarrhea, pain ankle, hot flashes, bloating, kidney pain, suicidal ideation and night sweat. Concomitant products included norethisterone (micronor) for contraception as well as bupropion, caffeine;paracetamol (excedrin) since november 2010, citalopram, clonazepam, ethinylestradiol;norgestimate (ortho cyclen) since january 2014, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen (ibuprofen al) since november 2010, oral contraceptive nos since january 2018 and paroxetine since november 2016. On (B)(6)2010, the patient had essure inserted. In october 2010, the patient was found to have weight increased ("weigh gain"). On (B)(6)2010, the patient experienced depression ("psychological or psychiatric problems : depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"), 15 days after insertion of essure. On (B)(6)2010, the patient experienced pelvic pain ("severe pelvic pain/pain pelvic"), mood swings ("hormonal changes : mood swings"), vaginal haemorrhage ("abnormal bleeding : vaginal bleeding"), menorrhagia ("abnormal bleeding : menorrhagia") and abdominal pain ("abdominal pain/abdominal area pain"). In november 2010, the patient experienced anxiety ("psychological or psychiatric problems : anxiety/mental anguish"). In december 2010, the patient experienced alopecia ("alopecia"). In may 2011, the patient experienced cardiovascular disorder ("blood or heart disorder/condition type: bad circulation") and was found to have weight decreased ("weight loss"). In october 2011, the patient experienced visual acuity reduced ("vision/eye problems type: loss sharpness"). In november 2015, the patient experienced vulvovaginal candidiasis ("candidal vaginosis"). In november 2016, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), arthralgia ("joints pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the device breakage, pelvic pain, alopecia, menstrual disorder, vulvovaginal candidiasis, migraine, headache, cardiovascular disorder, dysmenorrhoea, dyspareunia, visual acuity reduced, weight decreased, arthralgia, back pain, abdominal pain and weight increased outcome was unknown and the mood swings, vaginal haemorrhage, menorrhagia, anxiety and depression had not resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, cardiovascular disorder, depression, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage, visual acuity reduced, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: patient underwent not specified treatment due to complications from the essure device. Essure confirmation test revealed - tubes were blocked and everything was good. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were reported via social media abdominal pain, depression,¿ most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received : model number changed from essure 205 to 305. Onset date of the events were added. Updated event outcome :mood swings, abnormal bleeding (vaginal, menorrhagia), pelvic area, abdominal pain, depression, anxiety from unknown to not recovered/ not resolved. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant / device breakage") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from february 2010 to october 2010. Concurrent conditions included overweight, distention, vomiting, fever, diarrhea, pain ankle, hot flashes, bloating, kidney pain, suicidal ideation and night sweat. Concomitant products included cilest (ortho tricyclen), citalopram, clonazepam, ibuprofen (ibuprofen al) and oral contraceptive nos since january 2018. On (B)(6) -2010, the patient had essure (ess205) inserted. In (B)(6) -2010, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and weight increased ("weigh gain "). In (B)(6) -2010, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("anxiety") and depression ("depression"). In (B)(6) - 2010, the patient experienced alopecia ("alopecia") and dyspareunia ("dyspareunia"). In b)(6) 2011, the patient experienced mood swings ("mood swings"). In b)(6) 2011, the patient experienced cardiovascular disorder ("blood or heart disorder/condition type: bad circulation") and weight decreased ("weight loss"). In b)(6) 2011, the patient experienced visual acuity reduced ("vision/eye problems type: loss sharpness"). In b)(6) 2015, the patient experienced vulvovaginal candidiasis ("candidal vaginosis"). In b)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues"), arthralgia ("joints pain"), back pain ("back pain") and abdominal pain ("abdominal pain"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, pelvic pain, alopecia, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, anxiety, depression, migraine, headache, cardiovascular disorder, dysmenorrhoea, dyspareunia, visual acuity reduced, weight decreased, arthralgia, back pain, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, cardiovascular disorder, depression, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage, visual acuity reduced, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure (ess205). The reporter commented: patient underwent not specified treatment due to complications from the essure device. Tubes were blocked and everything was good. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - on 17-jan-2011: total bilateral occlusion concerning the injuries reported in this case, the following ones were reported via social media abdominal pain, depression,¿ most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received. Event weight increased was added. Lab data updated. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant / device breakage") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) 2010. Concurrent conditions included overweight, distention, vomiting, fever, diarrhea, pain ankle, hot flashes, bloating, kidney pain, suicidal ideation and night sweat. Concomitant products included citalopram, clonazepam, ibuprofen (ibuprofen al) and oral contraceptive nos since (B)(6) 2018. On (B)(6) 2010, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2010, the patient experienced alopecia ("alopecia") and dyspareunia ("dyspareunia"). In (B)(6) 2011, the patient experienced mood swings ("mood swings"). In (B)(6) 2011, the patient experienced cardiovascular disorder ("blood or heart disorder/condition type: bad circulation") and weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced eye disorder ("vision/eye problems type: loss sharpness"). In (B)(6) 2015, the patient experienced vulvovaginal candidiasis ("candidal vaginosis"). In (B)(6) 2016, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues"), arthralgia ("joints pain"), back pain ("back pain") and abdominal pain ("abdominal pain"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, pelvic pain, alopecia, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, anxiety, depression, migraine, headache, cardiovascular disorder, dysmenorrhoea, dyspareunia, eye disorder, weight decreased, arthralgia, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, cardiovascular disorder, depression, device breakage, dysmenorrhoea, dyspareunia, eye disorder, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage, vulvovaginal candidiasis and weight decreased to be related to essure (ess205). The reporter commented: patient underwent not specified treatment due to complications from the essure device. Tubes were blocked and everything was good. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media abdominal pain, depression,¿ most recent follow-up information incorporated above includes: on 18-may-2018: pfs and medical record received .reporter and patient demographics were added. Updated suspect drug indication. Concomitant disease, concomitant drug, historical drug ,lab data were added. Events mood swings, vaginal bleeding, menorrhagia, candidal vaginosis, anxiety, depression, migraines, headaches, blood or heart disorder/condition type: bad circulation, dysmenorrhea, dyspareunia, vision/eye problems type: loss sharpness, weight loss, joints pain, back pain and abdominal pain added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant / device breakage') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, anemia, menometrorrhagia and adenomyosis. On (B)(6) 2011 patient undergo essure confirmation test :tubes were blocked and everything was good. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included overweight, distention, vomiting, fever, diarrhea, pain ankle, hot flashes, bloating, kidney pain, suicidal ideation and night sweat. Concomitant products included norethisterone (micronor) for contraception as well as bupropion, caffeine;paracetamol (excedrin) since (B)(6) 2010, citalopram, clonazepam, ethinylestradiol;norgestimate (ortho cyclen) since (B)(6) 2014, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen (ibuprofen al) since (B)(6) 2010, oral contraceptive nos since (b)(60 2018 and paroxetine since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weigh gain"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems : depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"), 15 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain/pain pelvic"), mood swings ("hormonal changes : mood swings"), vaginal haemorrhage ("abnormal bleeding : vaginal bleeding"), heavy menstrual bleeding ("abnormal bleeding : menorrhagia") and abdominal pain ("abdominal pain/abdominal area pain"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems : anxiety/mental anguish"). In (B)(6) 2010, the patient experienced alopecia ("alopecia"). In (B)(6) 2011, the patient experienced cardiovascular disorder ("blood or heart disorder/condition type: bad circulation") and was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced visual acuity reduced ("vision/eye problems type: loss sharpness"). In (B)(6) 2015, the patient experienced vulvovaginal candidiasis ("candidal vaginosis"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), arthralgia ("joints pain") and back pain ("back pain"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, alopecia, menstrual disorder, vulvovaginal candidiasis, migraine, headache, cardiovascular disorder, dysmenorrhoea, dyspareunia, visual acuity reduced, weight decreased, arthralgia, back pain, abdominal pain and weight increased outcome was unknown and the mood swings, vaginal haemorrhage, heavy menstrual bleeding, anxiety and depression had not resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, cardiovascular disorder, depression, device breakage, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage, visual acuity reduced, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: patient underwent not specified treatment due to complications from the essure device. Essure confirmation test revealed - tubes were blocked and everything was good. Current weight 170 lbs. Plantiif currently planning for essure removal insertion details-the number of expanded coils that appeared trailing into the uterine cavity was 8. Opposite tube expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - on 17-jan-2011: results: total bilateral occlusion.. Pathology test - on 02-aug-2019: diagnosis: uterus, cervix, & bilateral fallopian tubes, hysterectomy and salpingectomy: - benign secretory endo~ietrium. - adenomyosis. - cervix without significant histopathologic abnormality. - fallopian tubes without signjficant idsto pathologic abnormality. Concerning the injuries reported in this case, the following ones were reported via social media abdominal pain, depression,¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received-new reporter, lab data, medical history, insertion details,removal details were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant / device breakage') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, anemia, menometrorrhagia and adenomyosis. On (B)(6) 2011 patient undergo essure confirmation test :tubes were blocked and everything was good. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included overweight, distention, vomiting, fever, diarrhea, pain ankle, hot flashes, bloating, kidney pain, suicidal ideation and night sweat. Concomitant products included norethisterone (micronor) for contraception as well as bupropion, caffeine;paracetamol (excedrin) since (B)(6) 2010, citalopram, clonazepam, ethinylestradiol;norgestimate (ortho cyclen) since (B)(6) 2014, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen (ibuprofen al) since (B)(6) 2010, oral contraceptive nos since (B)(6) 2018 and paroxetine since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weigh gain"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems : depression"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"), 15 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain/pain pelvic"), mood swings ("hormonal changes : mood swings"), vaginal haemorrhage ("abnormal bleeding : vaginal bleeding"), heavy menstrual bleeding ("abnormal bleeding : menorrhagia") and abdominal pain ("abdominal pain/abdominal area pain"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems : anxiety/mental anguish"). In (B)(6) 2010, the patient experienced alopecia ("alopecia"). In (B)(6) 2011, the patient experienced cardiovascular disorder ("blood or heart disorder/condition type: bad circulation") and was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced visual acuity reduced ("vision/eye problems type: loss sharpness"). In (B)(6) 2015, the patient experienced vulvovaginal candidiasis ("candidal vaginosis"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), arthralgia ("joints pain") and back pain ("back pain"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, alopecia, menstrual disorder, vulvovaginal candidiasis, migraine, headache, cardiovascular disorder, dysmenorrhoea, dyspareunia, visual acuity reduced, weight decreased, arthralgia, back pain, abdominal pain and weight increased outcome was unknown and the mood swings, vaginal haemorrhage, heavy menstrual bleeding, anxiety and depression had not resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, cardiovascular disorder, depression, device breakage, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, pelvic pain, vaginal haemorrhage, visual acuity reduced, vulvovaginal candidiasis, weight decreased and weight increased to be related to essure. The reporter commented: patient underwent not specified treatment due to complications from the essure device. Essure confirmation test revealed - tubes were blocked and everything was good. Current weight 170 lbs. Plaintiff currently planning for essure removal insertion details-the number of expanded coils that appeared trailing into the uterine cavity was 8. Opposite tube expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion.. Pathology test - on (B)(6) 2019: diagnosis: uterus, cervix, & bilateral fallopian tubes, hysterectomy and salpingectomy: benign secretory endo~ietrium. Adenomyosis. -cervix without significant histopathologic abnormality. Fallopian tubes without significant idsto pathologic abnormality. Concerning the injuries reported in this case, the following ones were reported via social media abdominal pain, depression,¿ quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), alopecia ("alopecia") and menstrual disorder ("menstruation issues"). At the time of the report, the device breakage, pelvic pain, alopecia and menstrual disorder outcome was unknown. The reporter considered alopecia, device breakage, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: patient underwent not specified treatment due to complications from the essure device. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.